Event description:
Unit keeps saying "please disconnect charger to attempt to rescue" when charger is not in place. When this occurs, the AED is out of service. This condition is not detected by the AED's self-test. The customer noticed the problem when they did their maintenance on the AED. This did not happen in a rescue situation.